Event description:
Boston scientific received information that the patient was admitted to the hospital for chest pain and syncope. Interrogation revealed noise on the right atrial (ra) channel that was reproducible when the patient reached across his body to the right. It was noted that the system is implanted on the left. Noise was also observed on the shock electrogram (egm). Review of historical events found nine events of noise on the ra channel over the last six months that have had a duration of two to four seconds. The sensitivity on another manufacturer's ra lead was decreased and the clinician would discuss further options with the physician. No programming changes occured and the system remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.